Event description:
The hcp reported that the pt developed an infection after pump implantation. The pt was treated with antibiotics, but the infection did not improve, and the pump was explanted. The hcp reported that there was no pt injury and the pt recovered without sequela. The pump was used to deliver lioresal 500 mcg/ml at 100 mcg/day. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.